Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 11500a valve was explanted after an implant duration of 9 days due to restricted leaflet motion. The patient was presented with dyspnea. The explanted valve was replaced with a 23mm 11500a valve. The patient is a 62-year-old female with htn, alpha-1 antitrypsin deficiency and asthma.

Manufacturer narrative:
H11: corrected data: through investigation, it was identified this manufacturer report was reported in error. There was no reported issues with this edwards device.